Manufacturer narrative:
This is device 1 of 2 and related. Refer to MDR # 3005099803-2012-04067. The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the physician noticed a gap on the cladding where the aiming beam was coming through. The fiber was used with a lumenis 20 watt laser. The procedure was completed with another flexiva 200 tractip laser fiber without any complications to the patient who is reportedly 'fine' post procedure.

Manufacturer narrative:
This is device 1 of 2. Refer to MDR # 3005099803-2012-04067. Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining. The 'attach fiber' message cleared from the console after attachment; indicating the fiber was recognized by the console. The aiming beam was exiting out of the distal tip and was clear, round and bright. There were no anomalies observed on the glass tip.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the physician noticed a gap on the cladding where the aiming beam was coming through. The fiber was used with a lumenis 20 watt laser. The procedure was completed with another flexiva 200 tractip laser fiber without any complications to the patient who is reportedly 'fine' post procedure.